Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivery of insulin. Customer's blood glucose level was unknown. Customer believed the insulin pump under delivered insulin since there was a discrepancy between the actual bolus amount and the expected bolus amount. The reservoir will not be returned for analysis.